Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log file. According to the account, the low flows were due to gastrointestinal bleeding. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported gastrointestinal bleeding could not conclusively be determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 23:38:54 to (B)(6) 2020 at 09:06:07, per the timestamp. Numerous low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 23:38:54, when the estimated pump flow was calculated to be below the low flow software version 1.5.2 threshold of 2.0lpm. A total of 2 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were recorded, and the pump appeared to have been operating as intended. The patient was seen for a routine clinic visit, where low flow alarms were identified. The cause of the low flow alarms was attributed to gastrointestinal bleeding, and the alarms resolved with a blood transfusion and fluids. The patient was sent home in stable condition and was to follow-up with the clinic for routine outpatient management. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 6 contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 11apr2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file captured unsustained low flow alarms with high pi on (B)(6) 2020 nd (B)(6) 2020. The flow fluctuated below 2.5 lpm threshold for 2-7 seconds (10 seconds triggers the alarm) at the time of these events. The log file also captured low voltage advisory alarms on (B)(6) 2020 and (B)(6) 2020, due to normal battery depletion. At times the patient was waiting too long to replace batteries. There were no other unusual events seen in the log file. The cause of the low flow alarms was determined to be due to a gastrointestinal bleed. The patient underwent a blood transfusion, and was given fluids after which the alarms resolved.